Event description:
It was reported that an implantable lead had a high pacing threshold and that the lead was capped, abandoned and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.